Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that a warning was triggered due to a polarity switch on the right ventricular (rv) lead. There was some oversensing and low impedance measurements. The right atrial (ra) lead exhibited a high threshold and high impedance. Both leads remain in use. No patient complications have been reported as a result of this event.